Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that most infusion set cannulas from a particular lot were bent. Customer states that insulin pump did not alarm no delivery with one of the infusion set. Customer's blood glucose was 600 mg/dl, which was corrected with manual injection and was able to lower it to 400 mg/dl. Customer was advised that issue may be due to site or scar tissue. Customer also reported of having low blood glucose of 28 mg/dl, 32 mg/dl and 38 mg/dl which were treated with food. Customer was advised that infusion sets would be replaced.